Event description:
It was reported when the device was used during a gastric bypass, it fired malformed staples. The case was completed by oversewing the staple line and using another device. There was no patient consequence.